Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that encountered the issue found nothing unusual on the logs. The fse replaced the fiber optic module and successfully obtained excellent values and waveforms. The fse then completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test. Pwm and lamp output marginal, at 69 and 247, out of required 69 and 248, respectively. Signal count at 0, for a requirement of 83 or greater. Signal level at 146, for a requirement of 153 or greater. The fiber optic test wave forms was with artifacts after ensuring the cables securely sat in place on subject unit and work properly, based on testing with other units onsite. There was no patient involvement, and no adverse event reported.